Event description:
Revision surgery - due to a loose humeral stem.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the stem loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the device loosening was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.